Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii seal was stuck in the loader. The procedure was completed by using a partial clamp as the hospital did not have any additional heartstring iii devices in inventory.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Investigation results: the device was returned to the factory for eval. It showed signs of clinical usage and slight evidence of blood. A visual inspection determined that the top portion of the loading device was opened. The delivery device was returned with the seal extended outside of the tube and completely unraveled. The safety lock and plunger were depressed on the delivery device. It appears that the seal had been prematurely deployed in the loading device. As stated in the IFU, the user should ensure that the lock is locked. If the lock is unlocked, care should be taken to avoid any accidental depressing of the plunger. Based upon the eval results, the reported complaint for "failure to load" could not be confirmed; however, the complaint was confirmed for "premature deployment". A letter with the eval results and a copy of the IFU was sent to the reporting customer as a follow up. Internal file number - (B)(4).